Event description:
It was reported that during a follow-up in (B)(6) 2013 the atrial lead exhibited intermittent noise. The patient was seen again in clinic on (B)(6) 2013 and no further atrial noise was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.